Manufacturer narrative:
Two photos and 1 physical sample were received, reported to be from batch #8092625 (p/n 309605). They were visually evaluated. The sample was a single loose 10ml assembled syringe. A piece of loose foreign matter was found resting between the plunger rod ribs outside the fluid path. The foreign matter was larger than level 3 in size, which is rejectable per product specification. The foreign matter had a smooth but textured appearance and light brown in color. It could not be readily identified. Fourier transform infrared spectroscopy (ftir) analysis was completed on the piece of material inside the barrel behind the stopper. The spectral analysis shows that this material is most likely polyethylene. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Unable to determine a root cause.

Event description:
It was reported that bd luer-lok syringe bulk sterile pharmacy convenience tray contained foreign matter described as "brownish foreign matter." No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray contained foreign matter described as "brownish foreign matter." No serious injury or medical intervention was reported.